Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the sample, a thorough evaluation could not be performed. No specific conclusions can be drawn.

Event description:
Pacing failure while in use.